Event description:
The date of this event is estimated. A pt reported that she underwent a bilateral thigh lift where vicryl and quill srs #2 pdo was used for deep closure, quill srs 2-o pdo for intermediate layer closure and dermabond/steri-strips for skin closure. The pt stated that she has experienced suture spitting along all incision lines. During in-office visits, the surgeon removed quill srs product as it surfaced through the skin. Oral antibiotics were given to the pt to treat an inflammatory response. No culture and sensitivities were completed. The surgeon stated that the reaction is related to the pdo material and not the quill product itself. The pt was taken back to the operating room four (4) months post operatively for removal of the remainder of quill srs product.

Manufacturer narrative:
The date of the event is estimated. The pt returned pieces of suture that were removed from her incision by the surgeon. These pieces were reviewed under a microscope. The material was confirmed to be pdo quill srs. No other type of testing is required. Method: the returned sample pieces were returned for eval and visually viewed under a microscope. Relevant portions of the device history record (DHR) could not be reviewed because, the item and lot code info was reported as "unk". However, an order history report for (B)(6) hospital was generated to include past purchases of 2-0 and #2 pdo product purchased up to six (6) months prior to receiving this notification. No relevant findings were noted for any of these purchased lots. Results/conclusion: inspection confirmed that the material was quill srs material that was removed from the pt's incision. According to the surgeon's statement, the pt is reacting to the pdo material rather than the quill srs produce itself. Angiotech reference: (B)(4), item # unk, quill srs, 2-0 pdo, #2 pdo, lot unk.